Event description:
It was reported that while a pt was being transported, the oxygen cylinder that was laying horizontally on the bed, rolled off the bed and struck the floor. Upon impact the brass oxygen regulator attached to the cylinder ignited, burned briefly, then self-extinguished. There were no injuries reported.